Event description:
Three and three quarters hours into a scheduled 4 hour hemodialysis treatment, machine was alarming and patient was found vomiting and unconscious. B/p 57/37; pulse 65. When staff attempted to administer normal saline, it was noted that both arterial and venous needles were dislodged. Ebl on floor 200ml. Patient was re-cannulated with a new fistula needle and a total of 400 ml normal saline was administered; pressure was held to the previous arterial/ venous cannulation sites. Oxygen applied at 3 liters via nasal cannula. Ems was called and patient was transported to the hospital, where she later died. Vs upon discharge from clinic: bp 140/66; pulse 135; total uf removed = 2340 ml.